Manufacturer narrative:
Initially, it was reported that upon insertion of a tf028o90 cannula while going on bypass, a sharp plastic fragment was observed attached to the tip of the cannula. Upon identification of the incident, the cannula packaging was inspected, revealing damage to the plastic protective cover. Plastic material from the damaged protective cover was found to be adherent to the cannula. However, based on additional information received, the fragments of the plastic cover that remained attached to the device were located in the wire-reinforcement area of the cannula and not in the tip. Consistent with the findings of tubler et al, there is a risk of stroke and events should be MDR reportable when particulate in the fluid lumen of intra-arterial devices is confirmed to have a maximum particulate surface area greater than 800,000 um2 or a maximum particle diameter greater than 1725 microns. Complaints not meeting these criteria will not be reportable due to the remote likelihood that an injury will occur. Since injuries have not been reported as a result of particulate, only devices returned with particulate sizes confirmed above this requirement will be considered reportable. Per pictures provided, in this case the particle was attached to the outside of the cannula body and not in the fluid path and was additionally obvious on device inspection. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from united kingdom that upon insertion of a tf028o90 cannula while going on bypass, a sharp plastic fragment was observed attached to the tip of the cannula. Upon identification of the incident, the cannula packaging was inspected, revealing damage to the plastic protective cover. Plastic material from the damaged protective cover was found to be adherent to the cannula. Per response received, the users opinion was that this defect posed a potential risk of injury to the patient as well as to healthcare personnel handling the device.